Event description:
It was reported by service report that the patient right base tube is bent preventing the cot from being locked into the fastening system. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.